Event description:
Additional information received via email. No patient harm. The issue was found during regular scheduled maintenance.

Manufacturer narrative:
Other, other text: b5; h3 and h6. Health effects, and evaluation codes: updated.one device was received. Visual inspection noted a damaged printed circuit board (pcb) and very dirty device. During functional testing the over temperature button worked properly but the liquid crystal display (lcd) had liquid crystal leakage confirming the complaint. The root cause was due to a faulty pcb and a broken lcd display with ink leak from suspected impact however the cause for the condition was unknown. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The pcb was replaced as a third of the lcd was blacked out. Performed preventative maintenance (pm). Device passed all functional and delivery tests.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the over temp button not working on the device and the display is broken. Patient involvement is unknown.